Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on 2020-jan-29. It was reported that the patient's pump was not empty and not alarming. The patient had become fixated on a sound in her home according to her companion that was with her at her last visit. A catheter dye study had been performed on (B)(6) 2020 and per the hcp, it was concluded that the patient had a probable leak at the anchor site of her catheter and they were waiting to schedule a catheter revision. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was hearing a two toned alarm coming from her pump. She believed that, due to her symptoms, that the pump was out of medication. She stated she was experiencing "weird symptoms" such as feeling like her skin was on fire and that she was "burning up." She was redirected to contact her doctor to discuss her symptoms. No further complications were reported.